Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke during injection, there was vitreous outflow and the posterior capsule ruptured requiring a vitrectomy. The iol was removed and replaced with a different lens model. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. Results from the product history record review indicated the product met release criteria. The iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and adhered to the optic surface with solution. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. The reported complaint is lacking in relevant information such as which viscoelastic was used to complete a thorough investigation and to identify the root cause. Due to the lack of information we are unable to verify if the lens contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).